Event description:
It was reported, that the patient presented for a routine generator change. During procedure, it was noted, that right atrial lead failed to capture and exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.